Manufacturer narrative:
Address- full name of the facility establishment is (B)(6). The subject device was received and evaluated. Device evaluation found clogging of the channel tube, and due to clogging, foreign material observed to be coming out from the forceps channel (distal end). Furthermore, the following defects were identified during device inspection: due to damage on up/down (u/d knob), water tightness is lost. The adhesive is peeling off (due to adhesive peeling on a-rubber (insertion section), insulation resistance value at distal end does not meet the standard value). The angle wires were stretched (due to wear of angle wire, bending angle in up direction does not meet the standard value). Adhesive on a-rubber (bending section) has white-clouded area. Adhesive on a-rubber has a chip, crack. Due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet the standard value. Adhesives around objective lens has white-clouded area. Adhesives around lg lens has white-clouded area. Paint on aw-cylinder is peeled. Connecting tube has a cut and dent. C-cover has a burn , this indicated the high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. S-cover has a crack. Switches defects (sw1 has wear.sw3 has a scratch. Switch box has a scratch) . Universal cord has a scratch. Protector of universal cord on s-connector side has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of "channel stuck, clogged forceps channel brush. The issue found during an unknown event. Device evaluation found foreign material observed to be coming out from the channel tube (ch-tube) due to clogging. This report is being submitted for foreign material observed to be coming out from the channel due to clogging (handling issue, reprocessing problem ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information regarding cleaning, disinfection sterilization (cds) processes obtained from the customer facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was aware, noted, ¿brush tip¿ was the foreign matter adhered on the device. ¿ did not provided additional information. In addition, customer stated that there is no possibility that the endoscope was used for the procedure with the foreign material attached to it. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel with clean lint ¿free cloths, brushes, sponges, the customer noted unknown. However, noted that instrument is being brush during cleaning. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not provide information . Legal manufacturer investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that foreign matter found inside the instrument channel based on the results of the investigation, the root cause of the reported event is unable to be determined. However, based on the investigation, it was confirmed that the users reprocessing was not implemented according to instruction for use (IFU). From the results of the investigation on foreign material, it was suspected that foreign material exceeding the inner diameter of the instrument channel outlet entered the instrument channel and caused clogging. However, it is unable to determine the cause of the entry of the foreign matter, as the detailed handling information of the user facility was not obtained. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.